Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor was unable to complete a baseline test. The cause for the failure was isolated to the j1003bb pin #5 was pulled from pcb. The root cause for the damaged trace could not be positively identified. No adverse event resulted from the damaged monitor.